Event description:
While using a byte day aligners, patient experienced being unwell one week after the starting of their aligner treatment. They used their aligners off and on for 9 months; each time they used them they would become unwell. Patient examined by doctor and was advised to immediately stop aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.